Event description:
Becton-dickinson whitacre 27 gauge 3-1/2" spinal needles, lot # 0111989 has a defect. Normally it is possible, easily, to replace the stylet within the needle. The aforementioned lot number has a "ridge" within what should be a smooth funnel-shaped area in the nub of the outer cannula so that the stylet must be very precisely centered in order to be re-threaded within the outer cannula. This causes unnecessary delay and pt discomfort.